Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("left device has moved / laterally positioned at least 3 cm lateral to the left uterine cornua, migration or malposition of essure device") and genital haemorrhage ("abnormal bleeding(general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included boric acid, contraceptives for topical use since (B)(6) 2009, eugynon (levora) from (B)(6) 2009 to (B)(6) 2010 and multivitamin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling sensations/tingling beneath the skin"), fatigue ("fatigue"), muscle spasms ("muscle spasm"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and cystitis ("infection( bladde/ urinary tract/ vaginal): bladder"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and rash ("rashes or skin conditions: underarm rash"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), implant site pain ("pain at the implantation site"), stress ("persistent stress"), depression ("depression") and abdominal pain ("pain: abdominal"). The patient was treated with lidocaine, metronidazole (flagyl), fluconazole (diflucan), metronidazole, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, back pain, implant site pain, fatigue, rash, dysmenorrhoea and abdominal pain had resolved and the device dislocation, genital haemorrhage, vaginal discharge, paraesthesia, stress, depression, bacterial vaginosis, muscle spasms, dyspareunia, vaginal haemorrhage, menorrhagia and cystitis outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, implant site pain, menorrhagia, muscle spasms, paraesthesia, pelvic pain, rash, stress, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. 2013: x-rays, nos - shows: left device has moved not in the area where it should be. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs received: new events vaginal haemorrhage, menorrhagia, cystitis, added. Outcome for events abdominal pain, fatigue, pelvic pain, back pain, abdominal pain lower, rash, implant site pain and dysmenorrhoea updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("left device has moved / laterally positioned at least 3 cm lateral to the left uterine cornua") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included boric acid, contraceptives for topical use since (B)(6) 2009, eugynon (levora) from (B)(6) 2009 to (B)(6) 2010 and multivitamin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced paraesthesia ("tingling sensations/ tingling beneath the skin"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and rash ("underarm rash"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), implant site pain ("pain at the implantation site"), stress ("persistent stress"), depression ("depression"), muscle spasms ("muscle spasm") and abdominal pain ("pain: abdominal"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, vaginal discharge, abdominal pain lower, back pain, paraesthesia, implant site pain, stress, fatigue, depression, genital haemorrhage, bacterial vaginosis, rash, muscle spasms, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, implant site pain, muscle spasms, paraesthesia, pelvic pain, rash, stress and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion 2013: x-rays, nos - shows: left device has moved not in the area where it should be. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns (B)(6) year old patient. Patient demographic was updated. Lab data was added. Concomitant medication was added. Essure indication was amended. Following events were added abnormal bleeding (general), bacterial vaginosis, underarm rash, muscle spasm, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and pain: abdominal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("left device has moved") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), back pain ("back pain"), paraesthesia ("tingling sensations"), medical device site pain ("pain at the implantation site"), stress ("persistent stress"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (on (B)(6) 2013, plaintiff underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, vaginal discharge, vaginal infection, abdominal pain lower, back pain, paraesthesia, medical device site pain, stress, fatigue and depression outcome was unknown. The reporter considered abdominal pain lower, back pain, depression, fatigue, medical device site pain, paraesthesia, pelvic pain, stress, vaginal discharge and vaginal infection to be related to essure. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion of right fallopian tube but not the left. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events irregular vaginal discharge/infection; cramping; pelvic pain; back pain; tingling sensations;pain at the implantation site; persistent stress; fatigue; and depression added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.